Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device has been explanted.

Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles inside of the device. Leak test was performed and found opening on anterior and posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior and posterior side assessed as surgical damage.